Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result during routine patient testing with the binax now covid 19 ag card assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils. Repeat testing was performed and generated negative results the customer stated the patient was symptomatic. There was no patient harm due to the test results. Additional information was requested but not provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 137799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 137799 and device part number 195-430h / lot 134336a. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 137799 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly be related to the specific patient sample.